Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Battery icon functioned properly. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer woke up to high blood glucose and pump was off. The customer was treated for high blood glucose with bolus through the pump. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that sometimes he get the off no power 2 to 4 hours after the low battery warning. The customer was advised the pump will need replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The customer doesn't want to troubleshoot for the blank display of the low battery at this time.